Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
Dealer is stating that the unit no audible alarms.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to an independent repair center for evaluation. The result of the evaluation was that the power switch short circuited causing the alarms not to function, which confirmed the original complaint issue.

Event description:
Dealer is stating that the unit no audible alarms. Per the independent repair center, the reason for repair is unit alarms not functional. The key failure is the power switch short circuiting.